Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings:.pump powers on with display remaining blank. Display screen is cracked. Unable to perform steps 10-11 due to blank display. When a test display screen was used display functions properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump had audio and vibration but that the screen was blank. Reportedly, there was a crack on the display screen and there was no exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.